Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an entuit start initial placement gastrostomy tube burst and came out of a patient. To date, additional information regarding the patient and event is unknown.

Manufacturer narrative:
On 03sep2018, the associated cook inc. Representative reported additional information. The initial device code was reported to cook inc. Incorrectly. The complaint device is an sbrd in which xeridiem is the labeled manufacturer. The labeled manufacturer is responsible for all regulatory reporting and complaint investigation requirements.